Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during lead implant procedure, sensing issue was observed on the left ventricular (lv) lead. The physician did not satisfy with the qrs morphology and suspected the lead was not in the correct position. The lead was not implanted and was replaced. The patient was discharged the following day.